Manufacturer narrative:
The pump was not unable to prime during the prime/compromised force sensor system test due to moisture damage noted in the force sensor resistor. There were no compromised force sensor system alarms noted. The insulin pump had a missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 75 mg/dl. Customer was advised to disconnect from the pump. Caller stated that the drive support cap appears normal. Caller stated that the drive support cap was not pressed while he was connected. Caller was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.